Manufacturer narrative:
(B)(4). This complaint is for air in tubing found during troubleshooting of a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that she saw some "medium sized" "air bubbles in the patient line". The technical service representative (tsr) assisted the hp with troubleshooting, but the alarm was not clearing so the tsr assisted the hp to end therapy, advised to use manual supplies for therapy that night and to contact peritoneal dialysis nurse. The tsr also assisted hp to lower the hc machine so it was level with the hp's bed. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the air bubbles, it was revealed that the hp came to the clinic on (B)(6) 2010. The nurse stated that the hp's catheter had stopped working altogether, so that is probably what caused the air bubbles. The nurse stated that the patient is having surgery to have the catheter placement corrected.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by the catheter issue and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.